Event description:
On (B)(6) 2013, it was reported to animas that allegedly there is moisture on the pump display screen. The patient reported that 3 days ago the pump was worn in a lake, 1 foot under, for about 15 minutes. Today, the patient removed the lens protector film as instructed by cts and the display screen still looked foggy on upper left side of pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issues were not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/18/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: there was an unidentified display failure; the display screen was observed to be faded and pink. Results of a leak test and moisture investigation are reported on a separate 3500a. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.